Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implanting physician connected the right ventricular (rv) lead into the device header and wrenched it appropriately. Noise and oversensing occurred in the rv channel inhibiting rv pacing. It was noted the patient was dependent. Several attempts to disconnect and reconnect the lead into the header did not resolve the issue. The physician noted blood and fluid on the lead and in the header of the device. Therefore, a new device was used. The lead was thoroughly cleaned and dried and reconnected to the new device. No further issues were observed. No patient complications have been reported as a result of this event.